Event description:
It was reported that a boston scientific device was implanted. According to the complainant, the patient experienced an unknown injury. However, the patient required two revisions on (B)(6) 2006 and (B)(6) 2007. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.